Event description:
Failure of particle board mount for hydraulic mold clamp system. The particle board broke allowing hydraulic clamp to push up. This caused the alloy melting pot on the shelf above to tilt precariously. The particle board was reinforced with steel plate to prevent future recurrence.